Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details will be requested. No additional information is available at this time. The reason for reoperation is: rupture.

Event description:
Patient reported right side rupture. Device remains implanted.

Event description:
Patient reported right side rupture through diagnosis report. Device has been explanted and replaced.

Manufacturer narrative:
H6. Health effect - impact code continued: f2203 - imaging required. Visual analysis: visual analysis of the photographs identified: ¿ rupture : observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided. A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Un-reporting rupture as no complaint against device.

Event description:
Patient reported "replaced device due to right side rupture." Device has been explanted.

Manufacturer narrative:
Device evaluation: "based on the device analysis grid, the assessments of the complaint are: rupture: observed opening on posterior side assessed unidentified (tear) opening. (Shell thickness within specification). Additional observations: no other observation observed. No further actions are required as the device was implanted."